Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that predilatation was performed prior to stenting. One xience v stent was implanted in the proximal lad. After deployment of the stent, a dissection was noted, which was treated with another xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident. Dissection is a known adverse event associated with coronary stenting as noted in the xience v IFU and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states that: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). A conclusive cause for the reported pt effect and the relationship to the product cannot be determined.